Manufacturer narrative:
Device scrapped.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headaches, skin irritation is on face and eyelids, and also nausea when using device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has been returned to the manufacturer for evaluation. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.